Event description:
It was reported the patient's lead exhibited high capture threshold. As a result, the lead was explanted during surgery on (B)(6) 2015. No patient symptoms were reported, and no additional information was available.

Manufacturer narrative:
(B)(4).